Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6)2016 due to a low blood glucose level. All the insulin was pushed into his body, putting him in a coma. The paramedics were called and it took nine hours for the emergency room doctors to get him stable. His first blood glucose reading that the hospital was able to capture was 30 mg/dl. The paramedics could not stop the insulin pump from beeping. The customer was in the intensive care unit. In the alarm history only battery out limit alarms were found. The displacement test passed. The customer experienced random low blood glucose levels even while not using the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.